Event description:
A report was received that a patient was experiencing pain in her back off the midline and in the rib area. The patient's pain physician suggested injections to treat the pain, but the patient never proceeded with the treatment. A rash then developed over the pocket site. The physician ruled out infection as the cause for the patient's symptoms. The patient's precision system was explanted. The patient's pain is improving and the rash has cleared.

Manufacturer narrative:
The explanted devices will not be returned to bsn.